Event description:
Device interrogation requested on [redacted] by ep-np [electrophysiology nurse practitioner] to check device for possible shock(s) during or procedure on [redacted]-the previous day. Upon mdt/sc-ICD-evera interrogation, noted that pt had received 8 shocks for artifact episodes, not true vt/vf [ventricular tachycardia/ventricular fibrillation] episodes, correlating with or procedure.